Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR. Report number 2032227-2014-02137.

Event description:
The patient stated that she was hospitalized due to high blood glucose levels. The patient's blood glucose levels were too high to register on the glucometer. The patient stated that she wears the sensor, and has been having trouble with them. The patient also stated that she got water on the transmitter, and she has not been getting accurate readings. Advised the patient that the transmitter would be replaced as a one time courtesy. Nothing further was reported.

Manufacturer narrative:
Transmitter received in unable to charge due damaged and contaminated pins.